Manufacturer narrative:
Treatment plans are under independent review by brachysolutions and medical physicists. Although the exact lot number is unknown, shipping records indicate the balloon was most likely from lot m09060803, m09060108 or m09050401.

Event description:
The patient had a contura mlb 4-5cm balloon implanted in the lumpectomy cavity in the left breast at the time of surgery on (B)(6) 2009. The treatment plan was peer reviewed by brachysolutions and the patient received the first fraction of radiation on (B)(6) 2009. The vacuum ports were used to remove air and seroma that re-accumulated daily. The catheter was explanted by the radiation oncologist on (B)(6) 2009 without event. The patient was seen for follow-up on (B)(6) 2009. Patient reports pain in the medial aspect of the left breast, removed steri-strips - small wound noted on the lumpectomy suture line. On (B)(6) 2009, patient seen for follow-up - patient complaining of severe pain and a sensation of heat in the left breast, the wound is granulating slowly and still draining fluid.